Event description:
It has been reported to philips that the system was stuck on the startup screen and not complete boot up. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Analysis of the log file confirmed a malfunction with the flexvision pc.troubleshooting actions done by fse indicated that the issue was with the flexvision pc. Fse replaced the flexvision pc and the hard disk drive(hdd) .operating system, application and grabber card firmware were loaded to the new hdd. Defective flexvision pc was returned for analysis and the part analysis did not identify any malfunction with the flexvision pc. After replacement of flexvision pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.